Manufacturer narrative:
Additional information was received that cultures were negative for infection.

Event description:
A report was received that the patient's incisions site have not healed. There was a noticeable body fluid leaking and the site was itchy. The patient underwent a revision procedure wherein the presence of biofilm and pus was seen when the pocket site was opened. Infection was suspected and the physician explanted the devices. It was unknown what caused the infection and the patient was placed on antibiotics. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infiniontm cx 70 cm lead model #: sc-4316 lot #: 18583791 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incisions site have not healed. There was a noticeable body fluid leaking and the site was itchy. The patient underwent a revision procedure wherein the presence of biofilm and pus was seen when the pocket site was opened. Infection was suspected and the physician explanted the devices. It was unknown what caused the infection and the patient was placed on antibiotics. The patient was reportedly doing well postoperatively.